Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right atrial (ra) lead and the endocardial right ventricular (rv) lead exhibited mirror image oversensing, suggesting that there was lead - lead interaction. The rv lead further exhibited chronic high thresholds and one thousand, eight hundred and twenty one short v - v intervals. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.